Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon was using a 2.8 diamond blade and had difficulty inserting the lens in the patient's eye. The incision was enlarged to insert the lens. Reportedly, this event occurred with 9 of 10 inserters used. Additional information has been requested, but has not been received.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR? And device manufacture date. The cartridge tip was returned to b+l for evaluation. The returned sample was dimensionally inspected and all measurements were within specification and no other cosmetic issue was observed. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.